Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) is currently underway. As received, the battery would not charge. A root cause analysis is currently underway. A supplemental report will be sent upon completion of evaluation. No adverse event resulted from the defective battery pack. The last patient to use this battery pack did not report any deficiencies.

Event description:
A review of service data has detected a reportable event. During servicing, battery pack sn (B)(4) was unable to power up a monitor and the flag files contained a battery fault. The last patient to use this battery pack did not report any deficiences.